Event description:
A user facility reported a pt developed dysphagia following the use of an lma that was inappropriately cleaned in expose ii, a phenol containing cleaner. The pt was treated with oral steroids and symptoms improved. The product labeling warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. The facility has pulled all the lmas that may have come in contact with the phenol cleaner.